Event description:
On (B) (6) 2010, the lay user/reporter, the patient's grandmother, contacted lifescan (lfs) to report the one touch ultra mini meter was giving an unspecified error message and inaccurately erratic readings. On (B) (6) 2010, the sr medical surveillance specialist spoke with the reporter to obtain and verify information. On an unspecified date in (B) (6) or (B) (6) 2009, the patient obtained an unspecified error message on the reported meter. During this time frame, the patient also claimed he obtained several inaccurately erratic readings. On one occasion, the patient obtained the blood glucose readings of 40 mg/dl and 200 mg/dl on the reported meter within 20 minutes of each other. The reporter claimed the patient was given insulin based on the meter readings. The reporter was unable to provide the insulin type or regimen. On an unspecified date, the patient experienced the symptoms of lightheadedness, dizziness and coma. Emergency services were contacted, and the paramedics tested the patient's blood glucose level to be 500 mg/dl. The patient was treated with insulin and admitted to the hospital with a diagnosis of coma. Troubleshooting revealed the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after obtaining imprecise readings on the reported meter, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.